Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s wake/sleep button was unresponsive, with no vibration feedback and the screen only turning on when placed on a charger, consistent with a button malfunction associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed an electrical problem and confirmed a key/button unresponsive device problem localized to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.